Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments and the customer disconnecting from the cartridge t:lock instead of their infusion set site. Customer consumed carbohydrates to address bg. Customer updated their settings to address the event and tandem technical support (tts) educated the customer that disconnecting at the t:lock may result in unintended insulin delivered to the body. Additional, tts is returning the cartridge for investigation.